Event description:
Balloon ruptured at 3-4 atm. Target lesion site: "r.c.i.a" another balloon was used to expand the stent. The ruptured balloon was successfully withdrawn from the pt's vasculature.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the stent was no longer present, as it was deployed during the course of the procedure. The balloon, hub & inflation lumen were noted to be free of contamination. Functional testing: functional testing was performed by inflating the balloon with water via an indeflator. Upon inflation, a pinhole-type leak source was noted, 4.6 cm proximal to the distal tip. Microscopic examination: further eval using scanning electron microscopy (sem) on the balloon leak site revealed the pinhole to be a small circumferentially-directed tear, extending almost half-way around the balloon diameter. Evidence of external surface abrasions were noted intersecting & adjacent to the tear edges. The origin of the surface abrasions could not be determined, but they appear to have been an initiation point for the pinhole tear.